Event description:
During coil embolization procedure, the coil would not advance out of the sheath. The procedure was completed with multiple coils deployed. Successful stent assisted coil embolization of a right posterior communicating artery saccular aneurysm recurrence.